Event description:
Small volume parenteral nutrition solutions of less than 150ml are being compounded at volumes less than ordered when using the compounder. The formula label states that 10 ml of water will be added by the compounder to the formula bag for formulas requiring a flush to waste cycle. This 10 ml volume is actually being added to the flush-waste bag and not the formula bag as per recent experience and confirmed by the MFR's help line.